Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and determined that the middle table cover became unhinged and drove into the base cover. He found that the 7.5 amp fuse on the vertical control board (vcb) and the power I/o can interface (pici) board were not working. He replaced the fuses on each of these boards. The table cover for the table was replaced, too. After replacing the parts on the system, the fse performed a test on the e-stops and they were functioning properly. He performed test on the table motion to ensure that the covers were moving correctly by running the "pt loading" pre-programmed motion. The system is working properly. (B)(4).

Event description:
Philips received info from a customer site that when moving the pt table to unload the pt, following completion of the scan, the pt table became stuck in a continued descent and caused a crack in the base. When the table was moving down, the covers for the couch began to come off. The technologist hit the emergency stop (e-stop) button on the table and the table made a noise; it continued to move down. The technologist pressed the e-stop button located on the side of the gantry. However, the table continued to move and was causing the fiberglass base to crack. The technologist powered off the system. The customer reported that although there was a pt on the table at the time of the reported event, there was no report of injury to pt or operator.